Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the clip applier instrument and completed the device evaluation. The instrument was analyzed and found to have two severely bent grips, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the clip applier instrument was not releasing clip. No known impact or patient consequence was reported.